Manufacturer narrative:
The study was conducted from january 2012 to july 2014. Literature article: wang, w., mei, y.q., yuan, x.h., feng, x.d. ¿clinical efficacy of epicardial application of drug-releasing hydrogels to prevent post-operative atrial fibrillation¿. J thorac cardiovasc surg. 2016 jan;151(1):80-5. Doi: 10.1016/j.jtcvs.2015.06.061. Epub 2015 jun 30. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported 150 patients underwent a study in which coseal was used with coronary artery bypass grafting. Before sternal closure, coseal was sprayed diffusely over the biatrial epicardium. Eight patients (5.3%) experienced transient bradycardia that required temporary pacing and seven patients experienced bleeding (5%) which resulted in reoperation. At the time of this report, the patient outcomes were not reported. No additional information is available.